Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined to address elevated bg at the time of the event. The customer reverted to an alternate method of insulin therapy.